Event description:
Very active farmer. Allegedly removed during the revision of another component.

Manufacturer narrative:
Per FDA, reopened file as a reportable malfunction in order to report as part of a retrospective review of ceramic heads. This is the same event as 1043534-2012-01156, 01157, 01159, 01160, 01161.